Manufacturer narrative:
Result: motion interrupt pan, foot board modules.

Event description:
It was reported by service report that the motion interrupt panel was missing and the foot board modules were cracked. No patient involvement or adverse consequences are reported.